Event description:
During a laparoscopic cholecystectomy the clips were falling from the jaws of the device. All clips were retrieved. The case was completed with another device. There was no consequence to the pt.